Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb port pins are bad - tm90 micro usb port/hub is visually damaged (usb pins bad)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient stated that they either had hydrocodone or demerol in their pump but then said they weren¿t sure. The indication for pump use was non-malignant pain. The patient reported that their communicator would not charge. The patient stated that they had not been able to charge it for 24 hours and were in a lot of pain. The agent asked if there was any rattling inside the communicator and the patient stated no. The patient stated that the cord would not go in all the way and that it had been hard to put the plug in for "quite a while/from the beginning.¿ a replacement communicator was requested from the repair department because the communicator was not charging, and the patient had tried other cords. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.